Manufacturer narrative:
Return of the suspect transducer is anticipated. Evaluation of the transducer will be included in a follow-up report upon its return and investigation completion.

Event description:
A customer reported an epiq 7c with an x8-2t transducer would not articulate from the control knobs during use. The suspect transducer has been replaced at the customer site to resolve this issue. There was no patient or user harm associated with this event.

Manufacturer narrative:
Evaluation of the transducer could not confirm the articulation issue as described by the customer. However, the device was found to be damaged. Visual inspection noted a hole in the sheath, a wrinkled window on the lens, and damage to the I-tube and housing. The physical damage to the transducer inhibited the overall performance of the device and is indicative of improper maintenance.

Event description:
A customer reported an epiq 7c with an x8-2t transducer would not articulate from the control knobs during use. The suspect transducer has been replaced at the customer site to resolve this issue. There was no patient or user harm associated with this event.